Event description:
Philips received a complaint on the efficia dfm100 device indicating that the functional test was failed due to a problem with the cardioversion function. There was no patient involvement. The rse evaluated the device remotely. A technical employee of the hospital performed a button test which passed and the error message was gone. The cause of the reported problem with sync button was not confirmed. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.